Manufacturer narrative:
The complaint investigation for a field service representative (fsr) injury while installing a cell-dyn ruby analyzer, serial number (B)(6), included a review of information provided by the fsr, a search for similar complaints, ticket trending review, labeling review, and device history record review. While assisting movers in installing the ruby analyzer, the analyzer was shifted onto the fsr¿s arm, causing the tendon for the left bicep muscle to tear away from the bicep muscle. A review of the instrument history revealed no contributing factors described in this complaint. A review of historical data was done, and was adequate, with no trends found. Labeling was reviewed and sufficiently addresses safety hazards including the physical hazards of the weight of the analyzer, where hazards may exist. Based on the information provided and abbott diagnostics¿ complaint investigation, the cell-dyn ruby analyzer, serial number (B)(6), met performance specifications and performed as intended, and no systemic issue or deficiency was identified.

Event description:
The abbott field service representative (fsr) was injured when installing a cell-dyn ruby analyzer. The fsr was assisting the movers with putting lifting handles on both sides of the analyzer while it was sitting on a pallet. The fsr was slightly lifting one side of the analyzer so the mover could slide the analyzer over to one side of the pallet, when the mover lifted the analyzer, it put all the analyzer¿s weight on the fsr¿s arm. The fsr heard a pop and felt extreme pain shoot through the left arm from bicep muscle down through the left arm. The fsr went to an urgent care facility where an x-ray found nothing was broken in the arm, however, the fsr went to an orthopedic doctor the next morning where an ultrasound concluded that the tendon for the left bicep muscle had torn away from the muscle and needed surgery to repair. The surgery was successful.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The abbott field service representative (fsr) was injured when installing a cell-dyn ruby analyzer. The fsr was assisting the movers with putting lifting handles on both sides of the analyzer while it was sitting on a pallet. The fsr was slightly lifting one side of the analyzer so the mover could slide the analyzer over to one side of the pallet, when the mover lifted the analyzer, it put all the analyzer¿s weight on the fsr¿s arm. The fsr heard a pop and felt extreme pain shoot through the left arm from bicep muscle down through the left arm. The fsr went to an urgent care facility where an x-ray found nothing was broken in the arm, however, the fsr went to an orthopedic doctor the next morning where an ultrasound concluded that the tendon for the left bicep muscle had torn away from the muscle and needed surgery to repair. The surgery was successful.